Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076-45 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had increased thresholds during testing, high impedance with a possible fracture, and non-physiologic oversensing. As well, a lead integrity warning was triggered. The lead was programmed off and remains in the patient. No patient complications have been reported as a result of this event.